Event description:
A us distributor reported that a patients ecgs were not recognized.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt q1 component on ECG "d" was defective. The root cause for the defective component could not be positively identified. No adverse event resulted from the damaged belt.